Event description:
During an afib ¿ paroxysmal procedure, it was reported that the patient suffered a pericardial effusion during ablation. A blood pressure drop was noticed while ablating the right-sided pulmonary veins and the effusion was confirmed with intracardiac echo. The ablation was aborted and a pericardiocentesis was performed. The patient blood pressure was stable and was transferred to intensive-care unit. The physician believed that the perforation resulting in effusion occurred during the transseptal portion of the procedure. This event is also reported under the ez steer thermocool sf catheter.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Coronary sinus catheter: model #: unk, lot#: unk. Soundstar catheter: model #: m-5723-05, lot#: unk. Lasso catheter: model #: d-1343-01-s, lot#: 15485592a. Ez steer thermocool sf catheter: model #: d-1313-05-s, lot#: 15556649l. This event is also reported under this product. Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures (B)(4).